Manufacturer narrative:
The pump failed the displacement test, and was followed by a motor error alarm during the rewind. Also, motor position encoder error alarms were found at the alarm history file due to an out of phase motor encoder signal. Unable to perform the basic occlusion, occlusion, excessive no delivery, prime, or unexpected restart error tests due to the motor error alarms. The pump was received with a cracked reservoir tube lip, cracked battery tube threads, a cracked case at the display window corner, minor scratches on the lcd window, a cracked lcd window, and a scratched reservoir tube window.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
A customer reported via phone call indicating that their insulin pump alarmed motor error as well as a motor position encoder error. The customer's blood glucose level was 118 mg/dl at the time of the incident. The customer stated that there were no significant events that could led to the motor error alarm. The customer was informed that the insulin pump needed to be replaced and was advised to discontinue use of the insulin pump and to revert to the back up plan. The customer sent the product back for analysis. A replacement insulin pump was shipped to the customer.